Event description:
Stent dislodgement from the delivery system requiring intervention. In 07/2005,the physician attempted to place a stent in "the circumflex." During the process, a perforation occurred. Reportedly, the "real cause of the perforation is unknown" but, it was noted that there was "difficulty passing the wire through and it was suspected that a dissection occurred and when the balloon was inflated to deploy the stent this exacerbated the dissection resulting in a perforation of the circumflex." The physician attempted to seal the perforation using a graftmaster stent graft. The stent "came off the delivery catheter in the left main." The physician snared the graftmaster and was successful in taking it out of the heart but the stent "got stuck in the groin area." The pt was taken to surgery for device removal. The perforation eventually sealed by using a perfusion balloon. Reportedly the pt was discharged three (3) days after the event and was doing "well." Athought requested, no add'l pt information was provided.